Event description:
It was reported that, during a training while extending the arm into the draping position, the arm threw a red, non-recoverable alarm any time the trainers attempted to move the system. The arm was restarted to resolve the issue and the arm was not fully extended with the fulcrum from then forward. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a training while extending the arm cart assembly into the draping position, the arm cart threw a red, n on-recoverable alarm any time the trainers attempted to move the system. The arm cart was restarted to resolve the issue and the arm cart was not fully extended with the fulcrum from then forward. There was no patient involvement.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that the arm cart assembly became blocked (non-recoverable error) during the draping process. The error occurred due to forcing the motor during draping. The arm cart was checked in the field and found to be functioning properly and is now fully operational. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified the most likely cause could be traced to improper preparation during draping process. The instructions for use (IFU) states, "avoid applying force to the motor during draping.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.